Event description:
The following was reported: "during a urethrotomy, the blade broke off and initially remained unnoticed in the patient's urethra. The defect was not discovered. The procedure was successfully completed. Postoperatively the patient reported that he had passed a metal fragment approximately 2.5 cm long." According to the user, this fragment broke off directly at the weld joint of the articulation mechanism during the surgery.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).